Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that at around 200 am, the patient awoke to an alert instructing her to remove her sensor. She also noticed severe pain at the sensor site, along with redness, inflammation/swelling, and warmth to the touch under the patch area. She cleaned the area with soap and water. After three days of continued pain, she visited her doctor. No diagnostic tests were performed, and she was prescribed an oral antibiotic (erythromycin, unspecified dosage twice on the first day, then once daily for the next five days). The patient reported improvement, and at the time of the call she was feeling well. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.